Event description:
A malfunction on a pump was reported by the caller, displaying malfunction code 12, which was resettable but recurred after resetting. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with resetting the pump and was provided with a backup insulin pump to ensure continuous insulin delivery. Technical support confirmed that a replacement pump with updated software would be sent, and instructions for returning the faulty pump were provided. The customer understood the instructions and acknowledged the training availability in their tandem source account.